Manufacturer narrative:
Other: hc incident report reference no (B)(4); submitted to hc ((B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2019. After the procedure, the patient has been experiencing pain in both groins that increases when sitting. Reportedly, it radiates in the legs and the patient has to lower her seat in the car during the long-distance travel. It was also reported that the patient experienced a lot of fatigue for a month.